Manufacturer narrative:
Corrected data: e1 - initial reporter phone number corrected from blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 3 months following the implant of a transcatheter valve, the patient presented with hemodynamic instability/worsening. An echocardiogram was performed that revealed a "significant" paravalvular leak (pvl) and valve migration. Subsequently, a second transcatheter valve was implanted valve-in-valve to address the pvl. Additional information was received indicating that the severity of the pvl was moderate. The valve-in-valve procedure resolved the moderate pvl.

Manufacturer narrative:
Updated data: b3. B5. Added second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 3 months following the implant of a transcatheter valve, the patient presented with hemodynamic I nstability/worsening. An echocardiogram was performed that revealed a "significant" paravalvular leak (pvl) and valve migration. Subsequently, a second transcatheter valve was implanted valve-in-valve to address the pvl.